Event description:
Customer performed back to back testing using the advantage system with results of 98mg/dl and 233mg/dl. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.